Event description:
It was reported during this procedure, the celsius thermocool could not apperceive magnetic signals on the carto 3 system. They exchanged the catheter to complete the procedure. There was no patient injury reported. This initial reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on (B)(4) 2014, the bwi failure analysis lab noted char on the proximal end of the tip dome measuring more than 1mm. The amount of char noted is indicative of a reportable event, thus marking (B)(6) 2014 as the awareness date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).